Manufacturer narrative:
(B)(6). The initial reporter also notified the FDA on 6 april, 2021. Medwatch report # mw5100116. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x1 rb needle was loose and snapped off. The following information was provided by the initial reporter: material no: 305761, batch no: 0310567. It was reported the needle access site does not sit flush in the hub and resulted in the needle snapping off. Verbatim: the hub to attach a needle to the syringe snapped off when applying the needle. The needle access site does not sit flush in the hub and resulted in the needle snapping off in conjunction with glass vaccine syringe described in previous section.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x1 rb needle was loose and snapped off. The following information was provided by the initial reporter: material no: 305761 batch no: 0310567 it was reported the needle access site does not sit flush in the hub and resulted in the needle snapping off. Verbatim: the hub to attach a needle to the syringe snapped off when applying the needle. The needle access site does not sit flush in the hub and resulted in the needle snapping off in conjunction with glass vaccine syringe described in previous section.